Event description:
(B)(6) states that the plastic broke that held the tire in place. Sherry states that she isn't sure how the tire became damaged. Sherry states she really doesn't have any other information being she is calling for her mother.